Manufacturer narrative:
The initial MDR 2517506-2017-00454 was filed on may 3, 2017. Additional information received (05/09/2017): on-going troubleshooting of the instrument due to calcium issues. A siemens customer service engineer (cse) checked the inlet water and noticed brownish coloration and sediment. The cse checked the water again later during preventive maintenance processing and the water was cleaner. The cse checked all drains and air knives, resulting within specifications. The cse performed leak test, which passed. The cse ran precision, after which glucose and (ucfp) urinary/cerebrospinal fluid protein failed. On 05/10/2017, the cse ran quick check, which passed after replacement of the solenoid valve on cuvette wash c. The water was still discolored, indicating poor water quality. The customer's facilities were to test the water quality. The cse ran precisions and quality control, resulting within specification. On 05/12/2017, the cse replaced water tubing and gauge in the water purification module (wpm). The cse decontaminated the water reverse osmosis membranes changed with 4 hour rinse. The cse replaced the bio-pack c, pro-gard, q-gard and followed up with customer for results of water quality testing. The cse ran qc, resulting acceptable. On 06/12/2017, the customer worked with millipore to improve the feed water quality which was at the upper limit of the feed water specification. On 06/15/2017, the cse installed a carbon back-washable pre-treatment assembly for each dimension vista, which resulted successful. A siemens technical applications specialist performed precision, which resulted within specifications. A siemens headquarter support center (hsc) specialist reviewed the calcium data which indicated precision performance has improved since the installation of the carbon pre-filter. Hsc had requested to create a sample pool of about 12 ml, centrifuge it to remove any particulates and cells, and perform sample cups comparison on both instruments simultaneously to evaluate and compare the run on both instruments. Precision performance resulted within the instruction for use (IFU) specifications. Hsc concluded the cause of the discordant, falsely low calcium (ca) result was due to poor feed water quality that was resolved with installation of a back-washable carbon pre-filter into the feed water line. The instrument is performing according to specifications. No further evaluation of the device is required. The conclusion code was updated to reflect hsc investigation findings.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls (qc) were within range prior to the discordant result obtained. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran quick check and performed titrations on server 2 related arms, which passed. The cse check the probes, and found that reagent probe 2 and sample probe 2 were bent and replaced them. The cse then ran service methods, all resulting within specification. The cse replaced the reagent 1 probe as it resulted slightly below the mean compared to other probes. The cse ran a five replicate precision testing for calcium, which resulted in range, and also ran qc. The customer contacted ccc the following day to report that instrument to instrument comparison for the calcium method was poor. The customer also stated that the cse did not calibrate the method after troubleshooting. The customer recalibrated the method and ran old survey samples for instrument to instrument comparison, and results did not match. The cse revisited the customer site. The cse performed rack versus plate test, inspected the vacuum and air knifes on drains, replaced the aliquot drain because of a crack and verified the alignment. The cse ran check 1, which passed on aliquot and ran quick check which passed. The cse ran qc, resulting satisfactory. The cse ran calcium (ca) precision on cups, and outliers were obtained. The cse replaced sample probe 3 drain and bleached the drains, after which the vacuum was reading as expected. The cse checked and adjusted the rack alignment to aliquot probe. The cse ran quick check which passed. The cse ran precision for level 1 and level 2 controls in cups. Level 1 resulted satisfactory. The precision study resulted with acceptable standard deviation. A siemens headquarter support center (hsc) specialist reviewed the instrument data and concluded the cause of the discordant, falsely low ca result is due to improper sample aspiration and delivery to the cuvette. The instrument error log indicated a high frequency of aliquot errors related to sample aliquot aspiration. Therefore poor pre-analytical sample quality due to the presence of gel, fibrin, micro-clots, and/or cellular material in the plasma portion of the sample cannot be ruled out as a contributing factor. The cse revisited the customer site. The cse replaced the aliquot pump, reagent probe 1 pump assembly, reagent probe 1, and aliquot probes. The cse aligned the probes and a quick check passed. Service methods resulted within range. The cse ran precision testing, resulting with outliers. Hsc reviewed additional data, indicating that calcium precision is within instruction for use specification. Hsc observed variability in the reagent blanks prior to the sample addition, and a high recovery on the first calcium result during precision runs. Siemens is investigating this issue.

Event description:
A discordant, falsely low calcium (ca) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.